Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. Clinical assessment was completed with the available medical / images. The reported type 3a endoleak was refuted rather it was a type 3b endoleak of the bifurcated stent graft. The loss of overlap from 43mm to 22mm was confirmed. Additional findings of infrarenal proximal extension movement of 7mm and sac growth of 13.5mm occurred. The type 3b endoleak was most likely device related due to the use of strata material. The loss of overlap was most likely due to the movement of the infrarenal stent. The movement of the infrarenal stent is related to the presence of neck thrombus at implant, this is a cautionary product use condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events has been updated. H6: remove device code 3190. H6: remove method code 3221. H6: remove conclusion code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, the patient presented at routine follow-up with 2cm of the neck not covered (loss of overlap due to type iiia endoleak). The physician plans to re-intervene and surgery is scheduled for (B)(6)2020. The patient is reportedly doing well. As of date, there have been no additional patient sequelae reported. Additional information: the physician performed a re-intervention with a vela suprarenal and afx2 bifurcated stent graft on (B)(6)2020. During the clinical investigation, the type iiia endoleak was refuted rather it was determined to be a type iiib endoleak of the bifurcated stent graft. Additional findings of infrarenal proximal extension movement of 7mm and sac growth of 13mm occurred.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, the patient presented at routine follow-up with 2cm of the neck not covered (loss of overlap due to type iiia endoleak). The physician plans to re-intervene and surgery is scheduled for (B)(6) 2020. The patient is reportedly doing well. As of date, there have been no additional patient sequelae reported.